Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that intraocular pressure control became unavailable during three vitreo retina procedures. The procedures were completed without consequences to the patients. There is no additional information available for this report.